Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the emergency room. At that time, the patient was breathing without a heartbeat and needed immediate rescue. When tracheal intubation was performed, after the catheter was successfully inserted into the airway, the patient was injected with gas. Repeated many times, but the gas injection was not successful. The nurse immediately checked and found that the tracheal intubation was leaking, so the nurse immediately replaced it with a new one. Due to the presence of many doctors, anesthesiologists and nurses, it did not cause obvious harm to the patient and successfully saved the patient¿s life.